Event description:
It was reported that the patient came for rv revision and during the procedure the pacemaker was exchanged due to loss of capture. The lead was reconnected to the new device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The manufacturing process for the device was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed, revealing loss of capture detections since may 08, 2024. The lead polarity was set to unipolar since the implantation in august 2019. The battery status was found to be 65%. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In addition, a sensing test was performed and the device sensed the attached heart signals free of noise. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. There was no indication of a device malfunction. The clinical observation was not reproducible. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the patient came for rv revision and during the procedure the pacemaker was exchanged due to loss of capture. The lead was reconnected to the new device. Should additional information be received, this file will be updated.